Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to carbs miscalculation. Blood glucose value at the time of event was 54 mg/dl. The customer was treated with carb intake. The event involved product(s) mmt-1886. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and dat within specification at .08770 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 13-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the sap (input date) event date of 17-feb-2026, there is no unexpected alarm(s)/suspends recorded in the formatted history file. However, no delivery alarm/insulin flow blocked alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the ss event date of 13-feb-2026 and sap (input date) event date of 17-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week from the ss event date of 13-feb-2026 and sap (input date) event date of 17-feb-2026, these pump error(s)/alarm(s) were noted: multiple no delivery alarm/insulin flow blocked alarm were found on 12-feb-2026 and 17-feb-2026 during bolus deliveries. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected no delivery alarm/insulin flow blocked alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked lcd window and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.